Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: during investigation, the ¿ez-prime¿ steps were performed correctly. The pump reflected 24 units after 24 hours on a 1 unit per hour duration test. The pump performed and delivered within specifications. The alleged ¿basal history does not match the active basal program¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal delivery totals in the total daily dose record did not match the active basal program total. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.